Event description:
It was reported that during a ptca/stent procedure, the stent balloon was inflated to 12atm, contrary to IFU. The stent did not appear to inflate evenly and the balloon was then further inflated to 15atm. A rupture was noted and the balloon would not deflate. All of the devices were removed as a unit. After removal of the devices, it was noted that a piece of the membrane was missing and remained somewhere in the vasculature. No pt injury was reported with this event. No further info has been provided.